Manufacturer narrative:
Failure analysis of the product is not applicable since the product was implanted. However, a retain unit sample of the same lot 101109 was inspected and appeared uniform in shape, color, texture, and in good condition. The mfg batch records were reviewed, including the donor records, demineralization records. All records indicated that the product was made and released in accordance with the product specifications. The donor records indicated this donor records indicated this donor met the donor screening and testing requirements specification by the food and drug administration and (B)(6) of tissue banks. A review of integra's complaint database and verified there were no other complaints associated with this mfg lot. A review of the donor records indicated this donor met the donor screening and testing requirements specified by the food and drug administration and (B)(6). All serology test results were found non-reactive. A risk assessment for (B)(6) analysis was conducted based on the donor selection and testing criteria used to screen cortical and cancellous bone. There are three steps in our manufacturing process that have been shown to provide viral removal or inactivation of the demineralized bone matrix products. There steps are donor screening and testing, the integra iso tis proprietary acid demineralization process, and electron beam (e-beam) terminal sterilization. The combined processes are extremely effective. In 2004, (B)(6) proclaimed that there has never been an incidence of disease transmission using demineralized bone matrix grafts. The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The rptr stated that the pt has become extremely ill after surgery in which the device was implanted. The pt had dental surgery to extract the tooth at site #(B)(6) in (B)(6); the procedure was uneventful. The pt travelled to (B)(6) and spent 3 weeks there after the procedure had been done. It reported that the pt then experienced loss of function, in his legs first, the head, then arms; getting progressively worse in the six weeks since the dental surgery procedure. He was admitted to the hospital in (B)(6) 2011. The cause of the pt's symptoms has not been identified to date. Integra later received an allegation and presumptive diagnosis for this pt from (B)(4) (the device distributor) that the pt contracted creutzfeldt-jakob disease (cjd) from the dental implant that he received. Integra has requested additional clinical info.